Event description:
It was reported that the patient experienced diaphragmatic pacing. It was noted there was a sudden increase of pacing threshold. X-ray showed the right ventricular (rv) lead was falling near the left ventricle apex and cardiac tamponande and pericardial effusion were observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (left ventricular) electrode of the lead was covered in body tissue/fibrotic growth. The analyst comment the helix will not extend/retract at this time due to the dried tissue in the tip end of the distal conductor preventing torque transfer when the connector pin is rotated. Tissue could not be removed without damaging the helix. (B)(4).